Event description:
It was reported that the patient turned off his stimulator for "a little while" because he was in a lot of pain. The patient had an appointment scheduled for 2012 (B)(6). It was also reported that the patient "misplaced" their patient programmer a few months ago after having a few tests done at the hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-60 serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37743 serial# (B)(4), product type programmer, patient. (B)(4).